Event description:
A customer contacted baxter's global technical service center and reported a system error 2240 (air in line) on the homechoice (hc) machine during the initial drain. The home patient (hp) was connected at the time of the alarm and the cause of the alarm was unknown. The technical service representative (tsr) advised the hp to use new supplies. The hp discarded the setup and started over. Proper procedures per the user manual were reviewed with the hp. Baxter product surveillance spoke with the hp's wife / caregiver (cg) on (B)(6) 2010. The cg stated that they never discovered what was causing the air in the line. The hp is continuing therapy. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The actual sample is not available for evaluation, however, a companion sample will be sent for evaluation.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the cause of the complaint was not determined. The batch review was performed on potentially associated lots (h10f01094) with no issues noted. Label review was not performed as no user error was suspected. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-(B)(4).